Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, the there was a piece of plastic attached to the iol and the surgeon tried to take it off, but could not remove. Both left in place. Additional information was received that, there was no patient harm involved.

Manufacturer narrative:
A sample device was not returned for analysis, lens remained implanted in eye. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).